Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead had high impedance due to lead migration. Surgical intervention may take place to revise lead position.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-08275. Surgical intervention occurred on (B)(6) 2019 to explant and replace the leads at the t12 and l1 vertebral levels. Surgery addressed the issue.